Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has an error: weak power. There was no reported patient involvement/adverse patient impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This case was opened for a parts availability/pricing inquiry. This complaint is related to an earlier complaint, pr (B)(4), where the investigation resides. Please refer to pr (B)(4) for investigation results.

Event description:
It was reported to philips that the device had an error (weak power). This was further clarified that the device failed self-test with a therapy error. This case was opened for a parts availability/pricing inquiry. This complaint is related to an earlier complaint, pr 8262154, where the investigation resides. Please refer to pr 8262154 for investigation results. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Sending follow-up report with coding to match investigation results of (B)(4).